Event description:
The device was returned to the service center for routine recertification. During verification testing at the service center, battery leakage was noted in the battery compartment of the device.

Manufacturer narrative:
During testingm leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.